Manufacturer narrative:
This report is submitted on july 06, 2022.

Event description:
Per the clinic, the patient experienced infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.